Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information, assisted with resetting pump, and malfunction code did not recur; caller was advised to continue using pump and contact support if issue reoccurred.